Event description:
It was reported that the patient¿s device had not been working. The patient was going to have radiation for breast cancer. The radiation would not pass through the device. The radiation therapy went well and they did not have to go near the device or wires. Later it was reported that the patient¿s pain doctor had not seen the patient recently.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), product type: lead. (B)(4).